Event description:
Reported conflicting results of 1 positive sofia2 sars followed by 1 negative sofia2 sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. No confirmatory testing performed.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time.. Root cause: cannot determine with retains. Source: phone.